Event description:
It was reported that the patient experienced difficulty charging the ipg. No device malfunction was suspected per the physician. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.